Event description:
Doxorubicin 23mg/11.5ml hung at a rate of 20ml over 1hr. Doxorubicin came up in syringe with spiros attached to end and given via syringe pump. Approximately 20 minutes later, doxorubicin was noted to be leaking from syringe/spiros. It had pooled on the pump dripped down on the floor. Nurse touched the pump inadvertently and doxorubicin dripped on her hand. She washed her hands immediately with soap and water and an injury report was completed. No doxorubicin had reached the patient. Approximately 4-7mls of doxorubicin were lost. Chemo spill kit used per policy and procedure. Equipment wiped down as well. Environmental notified and cleaned area. No injury to patient.